Manufacturer narrative:
(B)(4).a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection, functional testing, and leak testing were performed. Leak testing identified partially broken tubing. This led to a leak at the junction of the tubing and the set-cap. Closer inspection identified that there was a jagged surface at the broken line, which is indicative of an excess pull force applied to tubing during handling. The cause of the force is unknown. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of an infusor it was identified that there was a leak at the junction of the tubing and the set cap. The malfunction was identified during evaluation; therefore there was no patient involvement.